Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was implanted during a procedure performed to reposition the right atrial (ra) lead. Throughout the surgical pocket closure, the newly implanted lv lead dislodged and moved into the coronary sinus (cs). The implanting physician elected to reprogram the system parameters instead of repositioning the lead. The patient received intravenous antibiotics and the surgical pocket was closed.